Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sensing integrity counts up to 55; ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular sensing integrity counts up to 55; ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, short interval counts (sic), and variable and high impedance which triggered a lead integrity alert (lia). Reprogramming was performed initially and the sic kept increasing. A possible header issue was suspected on the implantable cardioverter defibrillator (ICD). The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.